Event description:
It was reported that during a da vinci-assisted surgical procedure that the customer was unable to get the monopolar energy to work. The customer replaced the green instrument energy cable and restarted the generator, with no change. The system logs confirmed that error m-02 occurred. The customer proceeded by using a vessel sealer instrument and was unable to do any further troubleshooting. The customer stated they would try another monopolar instrument when possible. The procedure was being completed as planned, with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator unit was returned to failure analysis and the issue was confirmed. The log review revealed error m-02, 1-87 and 1-07. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. However, a review of the internal error log showed error c-00 and m-02. The probable cause is attributed to a faulty electrical component inside the generator.